Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's 43 micron filter was clogged. The 43 micron filter was replaced to address the issue.